Manufacturer narrative:
Initial and final MDR (B)(4) - MDR 3003442380-2024-27240 - device 2 of 3.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced three bend cannula events on (B)(6) 2024. Blood glucose level reported during the event was 668 mg/dl. Patient was hospitalized and admitted emergency room for high blood glucose and moderate ketones levels. Patient was treated with manual insulin injections and intravenous fluids during hospitalization. No further information was available.